Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 4058m58 lead implanted: (B)(6) 1993. (B)(4).

Event description:
It was reported that both the atrial and right ventricular (rv) leads triggered a lead warning for low impedance. The leads will be monitored and remain in use. No patient complications have been reported as a result of this event.